Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the self-test failed. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and was unable to duplicate the reported problem. The device works normally and the device returned to full functionality. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the device failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.